Event description:
Caller reported blood glucose results of 558 mg/dl, 420 mg/dl, 312 mg/dl, 175 mg/dl on aviva system 1, 168 mg/dl and 171 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).